Manufacturer narrative:
(B) (4).

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: allergic reaction requiring medications. Device issue: no device malfunction has been reported. It was reported that a 0.35x28 promus stent was placed on (B) (6) 2008. A rash developed approximately 2-3 months after the stent placement. The patient's rash is not persisting, but the patient is experiencing anaphylaxis episodes that require ER visits and treatments of IV steroids, antihistamines and inhaled brochodilator medications. The episodes are occurring intermittently but are ongoing. Additionally, the patient has intermittent hives. No additional event or patient information is available.